Event description:
It was reported that the preloaded monofocal intraocular lens (iol) showed a small break in the center of the optic after being implanted into the patient's eye. The iol remains implanted. No further information has been received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 01-apr-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that the plunger rod was partially advanced. The cartridge tip had damage extending to the tube of the cartridge. Viscoelastic residue was observed through the length of the cartridge. The lens module was inspected and no damage or viscoelastic residue was observed. The plunger rod was inspected and no issues were identified. The device assembly was inspected and no issues were observed. No lens was received for evaluation. A photograph provided by the customer was evaluated. The picture showed an eye being implanted with an iol claimed to be tecnis eyhance preloaded in the simplicity delivery system (model dib00). Due to the quality of the picture (many visual artifacts), it was not possible to identify or confirm the reported issue. The complaint issue of lens damaged was not identified during product and photograph evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.